Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient's representative reported left side fatigue syndrome (not device related) and pain in breast. Patient's representative later reported capsular contracture baker IV and concern about the risk of developing cancer. The patient was also under 22 years of age when the device was implanted. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient was within age requirements at the time of surgery according to dfu at the time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported fatigue syndrome (not device related) and pain in breast. Patient representative reported capsular contracture, baker IV and concern about the risk of developing cancer. The patient was also under 22 years of age when the device was implanted. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6. Reason for reoperation: rupture.

Event description:
Patient's representative reported rupture confirmed intraoperatively. Device has been explanted.

Event description:
Patient's representative reported left side fatigue syndrome (not device related) and pain in breast. Patient's representative later reported capsular contracture baker IV and concern about the risk of developing cancer. The patient was also under 22 years of age when the device was implanted. Patient's representative additionally reported rupture confirmed intraoperatively. Patient representative later reported calcification. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Chronic fatigue syndrome-ndr:unable to observe since it is not related to the device. Calcification: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.